Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (408mg/dl), last night and continued to be elevated despite multiple correction boluses. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer change out the site, and consult with their healthcare provider to discuss what may be affecting bgs.